Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The next day after onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with an injection of fortum 250 mg (frequency, route and duration not reported) an injection of reflin 250 mg once daily (route and duration not reported) and an injection of vancomycin 1 gram 3 days once (route not reported) for peritonitis. On an unreported date, the pd fluid was clear. On an unreported date, the patient had recovered from the event of peritonitis. The action taken with dianeal therapy was unknown. Additional information was not available.